Manufacturer narrative:
Device details were not made available as of the date of this report. (B)(4).

Event description:
Per the surgeon, the patient experienced a loss of osseointegration resulting in fixture loss and underwent revision surgery on (B)(6) 2019.